Event description:
Initial (B)(6) 2021) this reportable incident received via amazon review refers to a male consumer who purchased compound w nitrofreeze. The consumer reported that the product exploded open in his hands. He indicated twisting the product per the instructions and that the product never worked. The consumer attached a photo to his review that shows the device in 3 pieces. There were no injuries reported. Meddra version 25.0. Expectedness: product physical issue: unexpected. According to the company reference safety information.